Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011; inratio: 4.4; re-test: 5.1. Tests were done within a few mins using different fingers. Date: (B)(6) 2011; inratio: 1.6; re-test: 1.2. Doctor told pt self tester to take lovenox and then go to the lab for a confirmation test. Lab = 2.7. Inratio tests were done within a few mins. Time between inratio and lab test was within two hours. Repeat test for inratio had double dropping of blood sample. Pt was on antibiotics around the time of the initial precision issue on (B)(6) /2011. He been off of it for at least two weeks. Currently being treated for anemia; last hematocrit was 32%. Replacing inratio meter and sending new strips.

Manufacturer narrative:
Investigation pending.